Manufacturer narrative:
Additional information: h6, h10. H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the caps on the patient line of an unspecified quantity of amia automated pd sets were "loose and will fall off easily". This was observed during setup of the devices for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.